Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to get a device history record, as the serial number of the device is unavailable. Clinical assessment conluded: it was reported that a female user, age 61, had the right receiver break inside her ear. The user did not seek medical attention, as her husband is a surgeon and was able to remove the broken off piece. User reports that some scratches were left in her ear canal after the removal. At a video appointment on (B)(6) 2024 no issues were reported and user had received a replacement receiver. Clinical conclusion is that the detached receiver has not caused permanent harm to the user and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency. 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Investigation and corrective actions are contained withing an existing CAPA, effectiveness review has been performed and accepted. The CAPA is closed. Risk assessnent concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a generally known risk and is deemed to be acceptable. It has not been possible to do an investigation of the actual device, as the device was discarded and therefore not returned to the manufacturer. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024. On 23jan2024 it was reported that a surefit3 receiver wire has come apart while in the ear. The user, a 61 year old female, had the right receiver come apart while inside the ear. Her husband, who is a surgeon, was able to remove the receiver part from her ear canal. User reports that some scratches were left in her ear canal, however at a video appointment, no issues were reported and user was satisfiied with the replacement receiver which ad been sent. No harm besides the scratches was reported. The receiver was discarded after the incident, therefore the serial number is not available to the dispenser. No further information expected.